Event description:
According to the complainant, during the procedure, the physician noticed a lot of bulking and kinking while trying to place the catheter. He attempted to use a 0.25mm guidewire to place the catheter but this also proved unsuccessful. The physician then used a catheter guide wire and placed a 20mm foley catheter. Doctor sent the patient home and was to return the following day, when he completed the turp procedure. There was no injury to the patient, but they did have some heavy bleeding in trying to place the catheter, which required no treatment.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3076.

Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. Functional testing revealed no problem with the anchoring and compression balloons. No leaks observed and the pressure is maintained. There was no problem found with the catheter. The customer's complaint is not confirmed.